Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/14/2022 it was reported by a sales representative via sems that an (B)(4) suture anchor broke during a ulnar sheath repair. The implant broke during insertion where the driver meets the anchor and the sutures were frayed. All was retrieved. A second suture anchor was used and that one also frayed the sutures during insertion. All debris was retrieved and the procedure was completed successfully. No further information provided. Additional information: they were unable to remove the second defective anchor from the patient. It is countersunk in the bone but will not cause irritation. To complete the case a larger anchor was used (micro corkscrew) in the same drill hole as an alternative.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the anchor was not returned for investigation. It was also noted that the sutures were broken near where the anchor would be located. The plastic clip has been deployed and the tip where the anchor is seated is notably twisted. The method used to prepare the bone as well as the bone quality encountered were not provided. The root cause remains undetermined.